Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a blank display. Customer stated they have tried several batteries, but the issue persisted. Customer was unable to troubleshoot at the time of the call. The customer's blood glucose was 233 mg/dl. The customer declined to return the insulin pump for analysis.